Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate we are working on the device history record (DHR), once we get more information it will be submitted in a supplemental. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and the distal end of the catheter became double knotted. Physician was able to successfully remove the smarttouch sf catheter without patient consequences. It was noted that the double knot could have been due to a faulty deflection mechanism. This event has been assessed as a reportable malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 9/24/2018, additional information was received which indicates the customer no longer has the catheter available to return for evaluation. Additionally, device history record (DHR) review could not be conducted because the lot number provided by the customer was unable to be verified. Multiple attempts have been made to obtain clarification of the lot number involved, but no response has been received. As such, the investigation will be closed. If the complaint device is received in the future or additional information is received we will reopen the complaint and perform the investigation as appropriate. (B)(4).